Manufacturer narrative:
(B)(4). Title short-term outcomes after minimally invasive oesophagectomy source danish medical journal, date of publication: 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to a literature source study of the minimally invasive oesophagectomy procedure, there were 150 patients included in the study. There were 24 cases, intra-operatively that were converted to open procedures for unknown reason.